Event description:
It was reported that the programmer touch pen stylus was off about 6" from where it was actually touched to the screen. It was noted that the company representative had fixed this issue twice in the past, but now it was not possible to tap any icons on the right side of the screen. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).